Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube part was received for evaluation, no lot number was provided. An inflation/deflation test was performed. Air was applied to the cuff and no restriction were observed at the time of inflation nor at the time of deflation. It was then observed that the cuff deflated after a minute and a half by itself. The sample was submerged into a container filled with water and it was observed the cuff leaked air through two small cuts. The failure mode cut in cuff is confirmed.

Event description:
A report was received that stated during patient extubation, the cuff of the tracheal tube was difficult to deflate. There is no report of serious injury or death associated with this event.